Event description:
The event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger where the customer reported that hazardous drug leaks associated with the ICU medical tubing. The leaking was believed to have occurred at either spiros on the secondary tubing or the microclave on the primary tubing. There was patient involvement and no adverse event reported as a consequence of this event.

Manufacturer narrative:
One (1) new list# cl3011, 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger was returned for evaluation. As received, no physical damage or anomalies were observed. No mating device was returned for evaluation. The sample was tested as procedure. The complaint of leaks cannot be confirmed or replicated. Lot history review was performed and no relevant discrepancies, anomalies or nonconformances were identified that might lead the condition reported by customer